Manufacturer narrative:
This report will be amended when this investigation is complete

Manufacturer narrative:
This report is being amended to reflect changes. The device history records for the tibial plate were previously reviewed for deviations and/ or anomalies with no deviations/anomalies identified. This device is used for treatment. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. FDA recall z-1266-2015 contains the related tibial lot number. The corrective action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. The device in question was implanted prior to this field action.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Device was evaluated and the reported event was confirmed through medical records. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to a previously identified design issue for which corrective action has been initiated. This device was implanted prior to corrective actions. Review of complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: femur trabecular metal cruciate retaining (cr) narrow porous catalog# 42502206401 lot# 62473855. Articular surface fixed bearing cruciate retaining (cr) left 10 mm height catalog# 42512000510 lot# 62725617. The reported event was confirmed through review of operative notes now provided. The primary operative notes provided confirm that the patient underwent left total knee arthroplasty. Range of motion and stability were checked and found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. The revision operative notes provided confirm that the patient underwent revision for failed left knee arthroplasty and loosening for the recalled tibial component; however review does not indicate root cause. During the surgery no signs of infection were identified. The femoral and patella components were in excellent condition and well fixed. The tibial component was removed and 50% of the backside of the tibia appeared to have fibrous ingrowth and 50% bony ingrowth.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and possible loosening of tibial component.